Event description:
A device was used during a hemorrhoidectomy. The device did not cut the tissue. Case was completed by performing a traditional hermorrhoidectomy with hand sutures. There were no consequences to the pt.